Event description:
It was reported that the customer had a blood glucose level of 410 mg/dl. The customer stated she was trying to change her infusion set, reservoir, and insulin, but she could not remove the reservoir's plunger rod. Standard troubleshooting was performed. The customer was assisted in removing the plunger rod. She was able to finish changing her reservoir, insulin, and infusion set and continue insulin pump therapy. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).